Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c16000 analyzer on a patient. Results provided: sid (B)(6) = 120 mmol/l, another architect = 137 mmol/l (normal range: 136-145 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased architect c16000 sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. The customer loaded the acid wash solution instead of alkaline solution in the on-board loading tray. The issue was resolved by replacing the alkaline solution. No additional discrepant patient results have been reported. Return testing was not completed as returns were not available. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Device history record review did not identify any non-conformances for the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer reported a falsely decreased sodium result generated on the architect c16000 analyzer on a patient. Results provided: sid (B)(6)= 120 mmol/l, another architect = 137 mmol/l (normal range: 136-145 mmol/l) no impact to patient management was reported.